Event description:
It was reported that the device failed the downstream occlusion test. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of ¿failed downstream occlusion test¿ cannot be confirmed through performance verification tests. Software updated. Unit reset to standard configuration.